Manufacturer narrative:
H.6. Investigation: bd received ninety-seven unopened 22 gauge insyte autoguard blood control units from lot 0015688 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects. A random sampling of forty-five units were selected for leak testing. No leakage was observed coming from the units. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 22ga 1.00in (0.9 x 25 mm) experienced leakage during use. The following information was provided by the initial reporter: material no. 382523; batch no. 0015688. Reported issue: valve leaks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 22ga 1.00in (0.9 x 25 mm) experienced leakage during use. The following information was provided by the initial reporter: material no. 382523, batch no. 0015688. Reported issue: valve leaks.